Event description:
Event description boston scientific received information that the patient with this pacemaker had an electrophysiology study performed for ventricular tachycardia (vt). Vt was induced and defibrillation was performed multiple times. After the study, the device would not respond to magnet application, the serial number was invalid, the gas gauge displayed eri, and loss of capture was observed. A device upgrade procedure was performed. The pacemaker was removed, replaced, and returned for analysis.